Manufacturer narrative:
Continuation of section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000186, serial/lot #: rev. 3 : s/n (B)(4), ubd: unk, UDI#: unk. A medtronic representative went to the site to test the equipment. Testing revealed that the mobile view station (mvs) was not turning on. The mvs uninterruptible power supply (ups) was replaced and it was confirmed that it worked. The broken dongle hex jack screws were replaced. The broken radiation key was removed from the plug and it was verified that the system worked as expected. The imaging system then passed the system checkout and was found to be fully functional. The ups was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. The ups failed bench testing as its battery was no longer holding a charge. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the dongle was loose. It was also noted the image acquisition system (ias) radiation key was broken inside the system. It was also noted the pendant button for the gantry out motion was very hard to engage. This issue was noted outside of a procedure during servicing, and there was no patient involvement.